Event description:
The technician alleged that the bed would not roll and the weld on the lower frame where the foot left brake caster is broke and the corner of the base frame dropped and is leaning. No patient impact.

Manufacturer narrative:
The technician replaced the lower base frame to resolve the issue.